Event description:
Doctor was beginning a cysto ureteroscopy procedure. They positioned the scope up into the ureter. Doctor allegedly tried to deflect scope but it did not respond. Doctor tried another scope, but it was too short. Finally, m.d. Aborted procedure.